Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant products: unknown versys epoch full coat stem, unknown femoral head, unknown trilogy acetabular shell, longevity highly crosslinked liner & unknown screw. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03955, 0001822565-2017-03956 and 0001822565-2017-03957.

Event description:
Information was received based on review of a journal article titled, "a prospective randomized trial of mini-incision posterior and 2-incision total hip arthroplasty: minimum 5-year follow-up." It was reported that the patient was revised due to aseptic loosening of the acetabular component at 8 years in the setting of an adverse local tissue reaction secondary to corrosion at the head-neck junction.

Manufacturer narrative:
Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.